Event description:
During verification testing at the service center, the device did not alarm when a proximal occlusion was present.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor pin. The contamination prevented the proximal pressure sensor pin from correctly contacting the administration set cassette diaphragm. The cause of the contamination was use in the customer environment. This report represents all the info known by the rptr upon query by hospira personnel.